Manufacturer narrative:
Findings: pump received button error alarm due to corroded keypad traces. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error after being exposed to moisture. The customer's blood glucose level was 120 mg/dl at the time of the incident. The customer sent the product back for analysis.